Event description:
The patient reported that they have had an infection since their procedure. The patient was prescribed doxycycline and cephalexin for 10 days. Her pcp has drained the pus and the infection would temporarily go away but has always returned.

Manufacturer narrative:
A data review was performed and found no issues with the system that would cause this adverse event.